Event description:
The patient reported that infusion set adhesive was not sticking and due to sweating, edges would start to lift up after 2 days of use.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).